Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: unable to duplicate reported complaint. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. No alarms outside the range of normal patient use observed in pump history. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Unrelated to the complaint, the display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a force sensor out of calibration and a dim display. This report is made based on the results of an investigation completed on (B)(6) 2013.